Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm (alarm 1) occurred. Customer¿s blood glucose value was 175 mg/dl. Multiple follow-up attempts to perform troubleshooting were made by tandem technical support however the customer did not respond.